Event description:
It was reported that during the implant this lead appeared to be in a good position, but the pace impedance measurements were high and out of range. The lead was repositioned several times, but the values were still high and out of range. A new lead was thus implanted. No adverse patient effects were reported. The lead was expected to be returned.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
This lead was expected to be returned. Should the lead be returned analysis will be conducted and this investigation will be updated.

Event description:
It was reported that during the implant this lead appeared to be in a good position, but the pace impedance measurements were high and out of range. The lead was repositioned several times, but the values were still high and out of range. A new lead was thus implanted. No adverse patient effects were reported. The lead was expected to be returned.